Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
A copy of the medwatch report from FDA was received, which states, "heparin drops (25,000 units/500 ml) was hung on IV pump at rate of 12unit/kg/hr. Less than 2 hours later, pump had alarmed that it was empty. Pump was removed from use and suspected of failure. Upon visual inspection the hinge did not look broken. However, when the door was touched the hinge was unattached at the top hinge. Pump was sent to clinical engineering. Upon testing it was noted that the pump looked to appear to drip at a normal rate and then flowed freely in a steady consistent flow intermittently between drips." There was no information on patient harm. Although requested, the customer declined to provide additional information.